Manufacturer narrative:
Narrative: there are detailed instructions on how to properly connect all tubes and the patient circuit. There are also instructions for performing the step-by-step daily system check of the adu. A properly completed preoperative check of the equipment is designed to pick up such a condition. Ge healthcare is in the process of a field correction to help prevent the reported user error. Details of the field correction were submitted on october 30th, 2008 in the report of corrections and removals as required by 21 cfr 806.

Event description:
Customer reported the rt technician noted the adu failed the auto check. In an effort to troubleshoot, the tech reportedly bypassed the exhalation block by disconnecting the fresh gas hose and connecting the ventilation hose to the fresh gas outlet. The auto ventilation test reportedly did not pass. The technician reportedly replaced the bellows, and the test passed. The manual check was reportedly performed and passed. The technician reportedly moved on to complete the checks in the remaining ors without properly reconnecting the hoses. A patient was reportedly brought in the room and was preoxygenated with a face mask. Following intubation, patient was reportedly connected to the adu patient circuit. There was reportedly no etco2 reading, and the patient could not be manually ventilated through the adu. Patient was reportedly extubated and reintubated. Using a manual resuscitator, it was reportedly determined the endotube was correctly placed. Upon further inspection of the adu circuit, the hose misconnection was reportedly noticed, corrected, and the patient was placed back on the adu. There was no reported patient injury.